Manufacturer narrative:
This follow -up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical products - vanguard xp tibial bearing right medial #195856 lot #538610; vanguard xp interlok pri tibia tray #195758 lot #481920; vanguard xp interlok femur #195205 lot #087900; (B)(4). Multiple MDR reports were filed for this event, please see associated reports: vanguard xp tibial bearing right medial - 0001825034-2017-08036. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a bearing exchange approximately 8 months post initial right knee surgery due to intra-articular scar. Attempts have been made and additional information on the reported event is unavailable at this time.